Manufacturer narrative:
The reported event, a sticking trigger with run-on, was confirmed. Contamination/corrosion were identified as the root cause. The contaminant/corrosion that was found can occur from exposure to, or immersion in, steam or aqueous solutions for extended periods of time or on numerous occasions, as in non-recommended cleaning and sterilization practices or exposure to corrosive materials. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.